Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was intermittent capture and loss of capture with an increase in high voltage impedance due to a right ventricular (rv) lead dislodgement. The lead was explanted and replaced and the patient was stable.